Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The company representative re-aligned the microscope-mounted dovetail to address the issue. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The dovetail on the aberrometer mounts to a corresponding dovetail bracket on the customer¿s microscope with a locking mechanism to secure the aberrometer. It is designed to give the customer flexibility by allowing them to remove and replace the aberrometer onto the microscope at their discretion. Because of this, customer use/handling may have attributed to the reported event. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the aberrometer seems not centered in ocular view and asked technical services how to adjust the set screw. The customer was informed that any adjustments would require re-alignment and calibrations. It was noted that the system dovetail mount on the scope had been moved and the set screw on the aberrometer dovetail was backed all the way out. The technician marked the proper position on the dovetail mount on scope, adjusted, and tested the system. Additional information requested.